Event description:
It was reported that on (B)(6) 2021, the patient developed hematochezia. On (B)(6) 2021 an esophagogastroduodenoscopy (egd) was done with no bleeding source identified. The patient had rectal bleeding during the procedure and an egd scope was sued to perform a colonoscopy, which showed blood in the recto-sigmoid colon. The visualization was poor and due to the risk of perforation the scope was withdrawn. A computed tomography angiography (cta) was completed on (B)(6) 2021 to evaluate the source of bleeding. It was negative for active extravasation, but showed new wall thickening of the rectum suggesting proctitis versus stercoral colitis. A low dose of heparin drops resumed on (B)(6) 2021, but were stopped on (B)(6) 2021 after recurrent gastrointestinal (gi) bleeding that required transfusion. Aspirin was held staring on (B)(6) 2021. Gi was re-engaged and the patient underwent a colonoscopy on (B)(6) 2021, which showed multiple ulcers in the cecum, rectum, ascending and descending colon. It was likely related to ischemia from cardiogenic shock. The ulcers would usually take a few weeks to heal and there was a possibility of continued lower bleeding. Conservative management was recommended to prevent hypotension. The patient passed the swallow evaluation on (B)(6) 2021 for a regular diet with thin liquids. Heparin drops were resumed on (B)(6) 2021. Tube feeds (tfs) continued. The patient continued to have melena therefore gi was re-engaged on (B)(6) 2021. On (B)(6) 2021, hematocrit dropped from 30 to 23. Anticoagulation was held and 1 unit of red blood cells were transfused. On (B)(6) 2021, a cta of the abdomen and pelvis was repeated, but there was no evidence of active bleeding or pseudoaneurysm . T was believed bleeding was secondary to ischemic colitis and there was no utility for further intervention. It was planned to continue to hold anticoagulation until no further signs of gi bleeding regardless of stable hematocrit. Coumadin was restarted outpatient on (B)(6) 2021. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01jan2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.